Event description:
It was reported that the caller was updating the time and other settings on the device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in correcting the pump time and advised them to monitor the situation, suggesting a follow-up if the time discrepancy exceeded five minutes again. The caller understood and acknowledged the guidance provided.